Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced a razor burn, causing irritation of the scrotal skin, and also experienced edema in the scrotum. Medication was prescribed, and the burning sensation, irritation, and edema were resolved. It was further reported that the relationship between the burning sensation and the device was deemed not related by the hospital. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product: model number/catalog number: 72404155. Serial number: n/a. Batch/lot number: unknown. Model/catalog description: reservoir 65 ml pc/iz. Unique identifier *UDI) #: (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review was unable to be performed as the lot number was not provided. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced a razor burn, causing irritation of the scrotal skin, and also experienced edema in the scrotum. The patient additionally reported nerve pain at the tip of the penis and loss of penile length during an erection. Medication was prescribed, and the burning sensation, irritation, edema, nerve pain and penile loss were resolved. It was further reported that the relationship between the burning sensation and the device was deemed not related by the hospital. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review was unable to be performed as the lot number was not provided. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced a razor burn, causing irritation of the scrotal skin, and also experienced edema in the scrotum. The patient additionally reported nerve pain at the tip of the penis. Medication was prescribed, and the burning sensation, irritation, edema, and nerve pain were resolved. It was further reported that the relationship between the burning sensation and the device was deemed not related by the hospital. No additional patient complications were reported.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced a razor burn, causing irritation of the scrotal skin, and also experienced edema in the scrotum. Medication was prescribed, and the burning sensation, irritation, and edema were resolved. It was further reported that the relationship between the burning sensation and the device was deemed not related by the hospital. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of burning sensation, edema and irritation are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.